Event description:
The patient stated that in 2007, their infusion tubing was leaky which caused ketoacidosis and their blood glucose elevated to 400 mg/dl. The patient corrected their blood glucose by changing the infusion tubing and bolusing through the infusion device. The product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.